Manufacturer narrative:
Additional information to include from section e facility name: phone number: (B)(6). A device history record (DHR) review could not be conducted as the sterile lot number was not provided. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the avanti sheath "broke off" and the patient went into "af". The sheath was recovered and there was no patient injury.

Manufacturer narrative:
Additional information was received via email and the ir retrieved the sheath tip with a snare from the right ventricle. Three sheaths were used into the femoral vein. No other information was provided.